Manufacturer narrative:
Updated post completion of investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that follow up showed that the type IV endoleak had resolved. As per the physician, the cause of the death was aneurysm rupture that was highly likely to be related to a type ib endoleak and not a product defect. The original implant date was confirmed to be 10 days earlier than previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported a type ib endoleak was seen from both sides and it appeared that the type ib was coming from either cia going through the aneurysm to the other cia however this was the origin was unable to confirmed. Film review summary: the reported aaa rupture and endoleak was confirmed. The exact cause and type of endoleak could not be determined from the CT¿s provided. Lack of returned angiography images showing the endoleak, which may have included possible endoleak interrogation, did not permit a more comprehensive analysis of the endoleak source. Analysis of the returned post-implant CT¿s did not reveal any out of specification stent graft integrity issues. However, there appears to have been disease progression which has led to dilatation of the aortic neck and bilateral iliac arteries. The most likely endoleak source appears to be a distal type ib endoleak from the left/contra limb due to iliac artery dilatation. A potential contribution from a possible proximal type ia, distal type ib from the right side, and the previous type ii endoleak, cannot be ruled out. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 49 mm diameter abdominal aortic aneurysm. It was reported the index procedure was completed successfully, with a type IV endoleak present. During follow up 5 months later, a type ii endoleak was observed. However, there was no change in the aneurysm diameter noted, so the physician decided to monitor the patient. It was reported that the patient presented emergently less than a year later with decreased blood pressure and a ruptured abdominal aortic aneurysm was diagnosed. The patient subsequently died due to the rupture. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported.